Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete a follow-up report will be submitted.

Event description:
The customer reported that during a laparoscopic ovarian cystectomy and unilateral oophorectomy, after tissue was sealed, the jaws of the device would not reopen while applied to tissue. Another like device was used to remove the first device from the tissue, and to complete the procedure. There was no blood loss and no injury to the patient.